Manufacturer narrative:
.

Event description:
The customer reported that they received a "speaker malfunction" inop/error message on their mx40 device. There was no patient harm reported by the customer.